Manufacturer narrative:
(B)(4). Date sent: 7/29/2020. D4: batch #u5aj2p. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted.

Manufacturer narrative:
(B)(4). Batch #: unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a laparoscopic pneumonectomy, a scrub nurse tried to open the jaws after the first firing, but could not open it. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.